Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event.